Manufacturer narrative:
Reported event: an event regarding dislocation involving an unknown stryker hip was reported. The event was confirmed through clinician review of the provided medical records. Method & results:  device evaluation and results: not performed as product was not returned/ remains implanted.  Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: confirmation: the events: dislocation, I and d, and wound infection appear confirmed. Root cause: the root cause of the dislocation cannot be confirmed without additional records and x-rays. It is unclear why a mako CT was obtained without a mako procedure. The infection is likely related to the significant comorbid conditions of the patient. The events appear unrelated to the implants. Device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusion: the event of dislocation was confirmed the root cause cannot be confirmed based on the information provided. Further information such as  operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.  No further investigation for this event is possible at this time as no devices and/ or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "pt brought to emergency department due to leg swelling after a fall at home. Obvious shortening of leg noted in emergency department, xray showed hip dislocation and pt admitted. Pt return to operating room (B)(6) 2020 for hip revision. Pt discharged to rehab."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
As reported: "pt brought to emergency department due to leg swelling after a fall at home. Obvious shortening of leg noted in emergency department, xray showed hip dislocation and pt admitted. Pt return to or (B)(6) 2020 for hip revision. Pt discharged to...rehab."